Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 465 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient's pump was replaced on (B)(6) 2018. The patient presented to the emergency room with symptoms of withdrawal including itching, increased spasticity and being agitated. The patient was given a 50 mcg bolus through the pump on (B)(6) 2018 which caused no improvement. A dye study was performed on (B)(6) 2018 and no issues were found with the catheter. The patient was hospitalized while they determined next steps to take. No further complications were reported. Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the patient's pump was prophylactically replaced on (B)(6) 2018 due to pending battery depletion. The cause of the withdrawal symptoms was not determined. The patient was placed on oral baclofen (20mg three times a day). As of (B)(6) 2018 the patient was discharged from the hospital to home and the withdrawal symptoms had resolved. The patient would be slowly weaned off the oral baclofen per the doctor and they were going to follow up with the managing hcp to address any pump titrations needed. The patient's weight was provided. No further complications were reported.